Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 2022-01-11. Investigation summary: two photos and one 3ml syringe (p/n (B)(6)) was received. The sample was visually evaluated. The observed conditions cannot be attributed to the canaan assembly process. The syringe underwent a secondary manufacturing process and extensive customer handling. It was noted via communication with the customer only the syringe and injector were used as part of their demonstration. This is an incorrect use of the system as the syringe is to be connected to one side of the injector and another connection made to the opposite side of the injector. Since only the syringe and injector were connected the intended use of the system was not performed properly, which would result in the leakage from the injector. No defects could be confirmed on the 3ml syringe manufactured in canaan. Since the sample received did not display the reported condition a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported bd syringe 3ml ll 200 s/c had leakage issues. The following information was provided by the initial reporter: "in an attempted to demonstrate a closed-system, I (associate) depressed the plunger of a 3ml syringe and water sprayed via a the injector."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd syringe 3ml ll 200 s/c had leakage issues. The following information was provided by the initial reporter: "...in an attempted to demonstrate a closed-system, I (associate) depressed the plunger of a 3ml syringe and water sprayed via a the injector."